Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hepatectomy procedure, the device did not fire even the surgeon able to press the green button and squeeze the handle. The led status of the device was blinked, but there was no charge triggering. Another device was used to complete the procedure. No patient injury has been noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one photograph. Photographic inspection of the unknown device noted that the reload ad apter was broken. Functional inspection could not be performed without the physical device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hepatectomy procedure, the device did not fire even the surgeon able to press the green button and squeeze the handle. Surgeon performed all the steps to shoot, the led status of the device was blinked, but there was no charge triggering. The reload has broken on the reusable adapter. Another device was used to complete the procedure. There was no patient injury.